Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurements of 129 ohms. Review of the stored data showed a slight upward trend over the last year. Presenting electrogram (egm) showed appropriate function and there was no evidence of noise. Other lead measurements were stable. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurements of 129 ohms. Review of the stored data showed a slight upward trend over the last year. Presenting electrogram (egm) showed appropriate function and no evidence of noise. Other lead measurements were stable. The clinical observations were documented and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that the out of range shock impedance measurements are still being observed and have continued to rise. A boston scientific technical services consultant reviewed recent data which identified a current measurement of 177 ohms. Review of stored events, confirmed egm channels do not show noise, appropriate sensing was noted and the most recent presenting egm also confirmed appropriate sensing. An alert was generated for right ventricular automatic threshold (rvat) test detected as suspended to to intrinsic beats. The rv output had adapted to 5.0v. A successful rvat test showed intermittent failure to recognize loss of capture (loc) where two beats were labeled as fusion rather than loc. The data is suggestive of frequent rvat retry attempts. The consultant recommended a lead revision if clinically appropriate for this patient. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurements of 129 ohms. Review of the stored data showed a slight upward trend over the last year. Presenting electrogram (egm) showed appropriate function and no evidence of noise. Other lead measurements were stable. The clinical observations were documented and the system remains in service. No adverse patient effects were reported. Additional information was reported that the out of range shock impedance measurements are still being observed and have continued to rise. A boston scientific technical services consultant reviewed recent data which identified a current measurement of 177 ohms. Review of stored events, confirmed egm channels do not show noise, appropriate sensing was noted and the most recent presenting egm also confirmed appropriate sensing. An alert was generated for right ventricular automatic threshold (rvat) test detected as suspended to to intrinsic beats. The rv output had adapted to 5.0v. A successful rvat test showed intermittent failure to recognize loss of capture (loc) where two beats were labeled as fusion rather than loc. The data is suggestive of frequent rvat retry attempts. The consultant recommended a lead revision if clinically appropriate for this patient. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
Additional information was reported that the out of range shock impedance measurements are still being observed and have continued to rise. A boston scientific technical services consultant reviewed recent data which identified a current measurement of 177 ohms. Review of stored events, confirmed egm channels do not show noise, appropriate sensing was noted and the most recent presenting egm also confirmed appropriate sensing. An alert was generated for right ventricular automatic threshold (rvat) test detected as suspended to to intrinsic beats. The rv output had adapted to 5.0v. A successful rvat test showed intermittent failure to recognize loss of capture (loc) where two beats were labeled as fusion rather than loc. The data is suggestive of frequent rvat retry attempts. The consultant recommended a lead revision if clinically appropriate for this patient. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.